Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed for this incident. Conclusion: device evaluation was completed on (B)(4) 2011.

Event description:
Device is part of a recall population and upon subsequent eval, the device was found to have a faulty component related to the recall.